Manufacturer narrative:
Lot number is either 6538778 or 6814736. It is unknown which lot number the complained device is. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested for both potential lot numbers. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery for pelvic fracture on (B)(6) 2016, the spike disk came off from the straight ball spike and fell into the sciatic notch. Since the shaft of femur reduction was performed during the same surgery, the spike disk was removed from the incision after the femur screw was fixed. The surgery was extended for thirty (30) minutes due to the event. The procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject devices. Part 03.100.027 (qty. 2) were received in used condition. It can be concluded that both springs were measured and due to the damage, the bracket functionality is not any more given. The width 2.0mm has expanded due to frequent use. The functional test did not confirm the reported problem. Both spring subcomponents of the disc round are worn. Complaint is unconfirmed. DHR reviews for both lot number combinations did not show any deviations. Complained issue is unconfirmed. No manufacturing related deviations found. A product development investigation was performed for the subject devices. Part # 03.100.027 with lot 6538778 / 6814736 and part 03.100.019 with lot t955017 were returned for investigation. All of the returned articles do show traces of normal use over the time. A functional check was performed the disc round-ho ø6.5 was assembled to the ball spike, straight, ø 6.5mm, l 400mm. A self-assurance of the disc round is given when the security spring is open, no force will be applied and the disc remains on the ball spike. After the security spring was closed, with some force the disc round could be pulled off the ball spike. The spring subcomponents of both disc round were measured and are strong bent outwards. Reliable measurements were not possible but it can be concluded that by both springs the bracket functionality is not any more given. The width 2.0mm has expanded due frequent use we do assume. There were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. Frequent use of the articles and assembling/disassembling over the time can lead to such damages on the spring of the disc round. The disc round needs to be replace from time to time in order guarantee a secure lock on the ball spike. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the two possible lot numbers reported for the subject device: lot numbers 6814736 and 6538778. The results are as follows: lot number 6814736: manufacturing location: (B)(4). Date of manufacture: dec 13, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Lot number 6538778: manufacturing location: (B)(4). Dates of manufacture: feb 15, 2011. Feb 9, 2011, dec 8, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.